Manufacturer narrative:
No official date provided (literature) - article from 2017. Dqx. PMA/510k: pre-amendment. Citation: antonio h. Frangieh, ilka ott, jonathan michel, anupama shivaraju, michael joner, n. Patrick mayr, christian hengstenberg, oliver husser, costanza pellegrini, heribert schunkert, adnan kastrati & albert markus kasel (2017) standardized minimalistic transfemoral transcatheter aortic valve replacement (tavr) using the sapien 3 device: stepwise description, feasibility, and safety from a large consecutive single-center single-operator cohort, structural heart, 1:3-4, 169-178, doi: 10.1080/24748706.2017.1358832. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported in the literature, during a transfemoral transcatheter aortic valve replacement (tavr) procedure, an unknown cook amplatz extra-stiff 0.035-inch guidewire perforated the left ventricle, resulting in tamponade in two patients. The wire guide was used to advance another manufacturer's sheath. The article states that in cases of severely kinked pelvic vessels, the sheath was placed over a back-up wire from another manufacturer. After the native valve was crossed, a pigtail catheter (unknown manufacturer) was inserted into the apex of the left ventricle (lv) and a manually curved cook amplatz extra-stiff 0.035-inch guidewire was advanced through the pigtail, into the lv apex. Two cases of cardiac tamponade were reported due to perforation of the left ventricle by the wire. One patient required a thoracotomy (1820334-2019-01025) and one patient died due to severe hemodynamic disturbance despite pericardial drainage and extracorporeal membrane oxygenation (ECMO) (1820334-2019-01026).

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation reviews of the complaint history, documentation, drawing, instructions for use (IFU), manufacturer¿s instructions, and quality control were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Additionally, reviews of the manufacturer¿s instructions, drawings, and quality control procedures were conducted, and no gaps were discovered. It should be noted that there is no IFU for this device. Based on the information provided and no product returned, investigation has concluded that this event cannot be traced to the device but likely to the procedure. Reportedly, the device was manually curved prior to use by the user. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.